Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the leadless implantable pulse generator (ipg), the patient suddenly died. The cause of death is unknown as the family refused an autopsy. It was noted that the patient had been stable prior to the death but had an abnormally high respiratory rate. On telemetry, there was no indication that the ipg failed by any means.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.